Event description:
Procedure type: laparoscopy. According to the reporter: the autosonix shears tip broke off of the instrument and fell into the patient's laparoscopic wound. The tip was unable to be removed even if observed on x-ray.

Manufacturer narrative:
(B)(4).